Manufacturer narrative:
One hotline fluid warmer was returned for analysis in good condition. Test tool was installed and the unit was powered on. Low fluid switch was tested by pressing actuator down; no discrepancies noted. Low fluid alarm was tested by activating switch repeatedly; operating as designed. Check disposable alarm was tested and the alarm activated. The continuous disconnect alarm was activated; indicating a possible malfunction. The front cover of the unit was removed noting that the micro switch was damaged and the switch actuator was unable to be engaged with the disposable. Based on the evidence the complaint is not confirmed. However, a secondary issue was noted with the check disposable micro switch and the root cause is unknown.

Event description:
Information was received that a smiths medical fluid warmer had a low water alarm while the unit's water level was full.